Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported they have fluid on both implants. The fluid has begun to build up last in the last few months. Patient further reported "breast swollen with fluid and aggravated".

Event description:
Patient initially reported they have "fluid on implants" which had begun to build up last in the last few months. Patient further reported "breast swollen with fluid and aggravated". Healthcare professional reported swelling and soreness of the right breast". Ultrasound showed "small lymph node in the right axilla... Suggestive of a reactive lymph node". Biopsy was negative for alcl. Patient confirmed only right side affected. Device remains implanted.

Manufacturer narrative:
G.3 of initial emdr-01040 was inadvertently left blank, the correct date for g.3 was 06/may/2021.

Event description:
Healthcare professional reported additional swelling and soreness of the right breast, feeling tired and somewhat rundown. This is the right side. Physician letters noted: swelling and soreness of the right breast, feeling tired and "somewhat rundown". Ultrasound showed "small lymph node in the right axilla which clinically is not concerning. Suggestive of a reactive lymph node". Guided aspirations have been performed. Flow cytometry has been performed showing normal morphology and negative for cd30. Biopsy was negative for alcl. Devices remain implanted, with a view for explantation. Patient confirmed only right side affected.